Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed a performance verification test (pvt) for carryover. The pvt test failed for sample carryover. The fse observed red dye on the sample mixer wash assembly. The fse replaced the sample mixer wash assembly to resolve the issue. After replacement, the pvt test for carryover passed. System performance was verified.

Event description:
The customer reported obtaining a false high magnesium (mg) result and/or false high triglyceride (tg) results for five (5) patients, over two (2) days, involving the unicel dxc 600 pro synchron system. The false high mg result was generated on (B)(6) 2015 and the false high tg results were generated on (B)(6) 2016. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2016-00017 for the report of the event which occurred on (B)(6) 2016. The instrument performed an automatic rerun of the sample which generated a lower mg result considered correct. The false high mg result was not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation of the false high mg result.